Event description:
Customer alleged a patient's head become trapped in one of the siderails. The account lubricated the patient's neck in order to get the patient's head out of the rail. X-rays were taken and came back negative; however, the patient was put in a neck collar.